Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that graft was destroyed. There was no patient harm but the graft was destroyed by either mesher and/or cutter. No specific cutter was marked. Follow up indicated that there was no observed damage prior to use. No additional graft was required. It was noted that the untorn graft was stretched to accommodate. No delay was reported. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the graft was destroyed. The customer did not return a skin graft mesher device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this serialized device was unavailable for review at the time of processing this complaint. This issue is being further investigated in corrective action. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) three times as documented in the repair reports in livelink. The last repair was january 14, 2015 where it was reported that the device was not working properly and the damaged side plates, roller and roller gear were replaced. The customer also sent in a meshgraft ii ratchet handle and the ratchet gear, pin and spring were replaced. This is not a related issue. Product review of the skin graft mesher was unable to be performed as the device was not returned for evaluation. During follow up it was clarified that the device has been removed from circulation due to repair and the cost of repair for an item of that age. Repair of the skin graft mesher was not performed by zimmer biomet surgical as the device was not returned for repair. During follow up it was clarified that the device has been removed from circulation due to repair and the cost of repair for an item of that age. The reported event was non-verifiable since the device was not returned for evaluation or repair. The root cause of the reported event could not be specifically determined with the information that was provided. The device was not returned for evaluation or repair. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.